Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia and insulin pump as treatment. Customer blood glucose level was over 400 mg/dl. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Customer declined troubleshooting for high blood glucose readings. Customer was advised the insulin, reservoir, and infusion set will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.